Event description:
It was reported that during failure analysis at the stryker foreign subidiary it was found that the motor controller was heating up. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The device is being evaluated by a stryker foreign subsidiary. Additional information will be provided once the investigation is complete. (B)(4): the device is being evaluated by a stryker foreign subsidiary.

Event description:
It was reported that during failure analysis at the stryker foreign subsidiary it was found that the motor controller was heating up. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The reported event was confirmed. Upon disassembly the technician determined that the rear motor assembly failed when getting stuck and required replacement. It was also found that the asic motor controller failed due to it heating up. The asic, which is the electrical controller for motor and trigger functions, can stop functioning due to an internal component failure, faulty electronic components, loose solder joints, or corrosion inside the device. Additional preventive maintenance was performed, but no other failures symptoms were identified. After replacing the necessary parts the unit was returned to the account.